Event description:
It was reported that while inserting the superion indirect decompression spacer during the implant procedure, the spindle cap came off and the set screw detached. The pieces of the spacer were retrieved and a new device was successfully implanted. The explanted spacer was not returned as it was disposed by the facility.